Event description:
The plaintiff's atty alleged that the pt expired due to administration of the products for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.